Event description:
Paramedics responded to a person described as "thin" and bradycardiac. The pt was connected to the device for monitoring and to initiate external pacing. According to the reporter, the device wouldn't pace the pt. The reporter indicated their opinion was based on the observation of no mechanical or electrical capture. No adverse affects to the pt were reported as a result of the alleged malfunction.